Event description:
It was reported the pt ((B)(6)) was experiencing difficulty recharging the ipg. Specifically, she was unable to maintain communication between the ipg and the charging system. Efforts to resolve this issue with use of a different charging system proved unsuccessful. Suspecting the issue stemmed from the implant depth of the ipg, surgical intervention was undertaken on (B)(6) 2013 to revise the ipg pocket. Follow-up on this matter found the pt is now recharging successfully.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.